Event description:
I used alcon's clear care with hydraglyde cleaning solution for my contacts and after an hour of putting the lenses on, my vision became gradually more "smoky" to the point of it not being safe for me to drive. It felt as if I were looking through a fog or smoke. My eyes also felt gritty as if they were dry. I applied wetting drops which only mildly helped. I spoke with my contact lens person and she suggested I try another pair of contacts in case it was just a bad pair. Again after using the clear care with hydraglyde system the same thing occurred; I had an optometrist look at my eyes and he said they had a film on the lenses. We used a different system to clean them and my vision stayed "smoky" for about an hour or two then cleared. I did not have any problems with any other brand of solutions or with plain clear care. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.